Event description:
The plaintiff's attorney alleged that the pt experienced ischemic stroke and subsequently expired the same day. The plaintiff's attorney alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo prod administered during dialysis treatment.

Manufacturer narrative:
The is one event for the same pt involving two separate products.